Event description:
It was reported that the patient presented for an implant procedure. It was noted that the insulation of the left ventricular lead was damaged prior to insertion on the patient's body. The lead was not used. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿wire punctured insulation of lead¿ was confirmed. As received, a complete lead was returned in one piece. Visual examination noted the lead body insulation was perforated/ damaged and found the inner coil was offset at the s-curve region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.